Manufacturer narrative:
Upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. Implantation of a total joint could result pain, infection, or fracture. The most likely cause of the reported event which was caused during implantation which was likely caused by applied pressure during implantation. Concomitant medical device(s): 320-36-03, 36mm humeral liner +2.5mm unconstrained; 320-10-05, equinoxe reverse tray adapter plate tray +5; 320-31-06, reverse glenosphere; 320-35-01, small glenoid plate.

Event description:
As reported, during the initial implantation of the right tsa in the (B)(6) y/o male patient, experienced a non-displaced humeral fracture of the greater tuberosity occurred. It was stable. No fixation required. The patient has a history of multiple shoulder arthroscopies and osteoarthritis. The case report form indicates this event is not related to devices and definitely related procedure. This event report was received through clinical data collection activities.